Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked system and confirmed that host pc does not turn on. After reviewing log file fse found the host pc malfunction. On 03rd april upon troubleshooting fse found hard disk error on the system, so fse replaced the hard. On 4th april fse identified the host pc is faulty. To resolve the issue, fse replaced the host pc. After replacement the host pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's host computer was not starting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.